Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio did observe that the battery pins in the customer¿s device were loose.  As a precaution the battery pins were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Loose battery pins can cause the device to inappropriately lose power; however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred during transport to the hospital, upon arrival at the hospital the device would not power on. The customer reported that during the event, the batteries had half a charge. After replacing the batteries, proper device operation was observed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.